Event description:
Per additional information received from patient (pt) on (B)(6) 2025. Patient called back and reported their recharger had continued to get hot while charging their implant and was taking longer and longer to charge the implant as well - now taking about an hour and 20 minutes when it used to take 45 minutes. Patient stressed that they didn't want to complain, and they were so pleased and grateful for the product and patient services assistance. Patient mentioned getting a letter, but they didn't want to have to write back because they thought everything was great, their pain was gone, and they didn't want to complain, but now wished to have a replacement recharger. Agent reviewed information, sent request to repair.

Manufacturer narrative:
Continuation of d10: product ID 97755-s; serial# (B)(6) ; product type recharger. Section b5 and h11 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient stated that it was taking longer than they were told it would to charge their implant. Patient stated that they were told that the charge duration would be shorter but that they aren't upset but want to make sure that their charge time is normal. Patient mentioned that it takes them an hour to an hour and a half to fully charge the implant. Agent reviewed charge duration with the patient. Patient also mentioned that the piece on their back that they put on there gets warm; agent reviewed that the recharger can get warm but to monitor that if it becomes an issue. When asked for an event date; patient noted it was the first time they charged when they got home. Agent documented reported information.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back repeated events that has already been reported. Patient mentioned that about the charging duration when they are charging the implant may take an hour or so before they can get it fully charged. Patient mentioned that they are not complaining because the device helped them a lot and they are just sharing but it works perfectly for them. Agent reviewed best charging practices specially regarding the recharging quality that they need to maintain to get charging faster.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n (B)(6), revealed : complaint unverified. No visual anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.